Event description:
Reported due to death. In 2006, the doctor successfully deployed and retrieved an emboshield into the left internal carotid artery/common carotid artery. This was followed by pre-stent dilatation with another brand balloon. The xact stent was successfully positioned and deployed and followed by post-stent dilatation with another brand balloon. Visual estimate of final stenosis at the target lesion was 15%. The next day, at 0100, the patient complained of light headedness and dizziness. It was reported the blood pressure was low, heart rate was low and an IV drip of dopamine was started. At 1337, patient complained of right lower quadrant pain. Manual pressure was held on right groin and then a femstop was ordered. At 1414, a CT scan was completed and findings were consistent with a "large right retroperitoneal hematoma and superficial hematoma in the right inguinal region." Started on blood transfusion of two units. At 2000, patient complained of right flank pain. The following day, the patient had progressive bradycardia, unresponsiveness and cardiopulmonary arrest. The patient expired at 0145.

Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case. This report represents all the information known by the reporter upon query by abbott personnel.